Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving intrathecal dilaudid 30.0 mg/ml at 7.952 mg/day. It was also noted that the patient¿s old intrathecal medications were morphine (dose/concentration unknown) and dilaudid (dose/concentration unknown). The indications for use were lumbar radiculopathy and spinal pain. It was reported that in 2015, the pump would start shutting down, and the patient went into withdrawals. The pump would then start back up. It was not still occurring. The patient was put in the hospital overnight, and the pump was turned down. The pump was slowly turned back up to where the patient originally was; that took a few months and it resolved. It was reported the patient moved and started seeing a new pain healthcare provider (hcp). The patient¿s new hcp had done his thesis in pain pump therapy and said he would have to turn the patient¿s pump down to ¿1.5¿. The patient ¿did not know if this was true or not¿. The patient was told by the hcp that if he did not want that change, he would have to find a different physician. ¿four (4) months ago¿ (from (B)(6) 2017), the patient had his pump refilled by this hcp and was told it would take a year to titrate the patient down. The hcp started titrating the patient down and would do so at each appointment. The patient had an upcoming appointment on (B)(6) 2017 for another pump refill and did not think about asking what the hcp would do if the patient needed pain relief when decreasing ¿etc.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.